Event description:
Per information provided: (B)(6) 2018- patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of kugel patch (device 1). Per op notes, ¿the hernia sac was identified in left inguinal region and was reduced. A kugel patch (device 1) was placed into preperitoneal space and was sutured¿. (B)(6) 2018- patient was diagnosed with recurrent left inguinal hernia, thereby underwent open repair with partial explant of kugel patch (device 1), implant of sepramesh ip (device 2). Per op notes, ¿a hernia sac was identified in the left inguinal region and was dissected. The previously placed mesh was identified and noted to be medially separated from cooper¿s ligament and the pubic tubercle. The kugel patch (device 1) was trimmed medially and a sepramesh ip (device 2) was inserted into abdominal space and tacked¿. (B)(6) 2019 to (B)(6) 2019- patient had bilateral leg pain due to compressed nerve as a result of mesh migration.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2017) and date of event (15-jul-2019) are considered to be a best estimate. This emdr represents the sepramesh ip (device 2). An additional supplemental emdr was submitted to represent the kugel patch (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.